Event description:
It was further reported that the procedure was completed using a similar device. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The following sections were updated: b5, d8,d10,e2, e3, h2, h4, h6 and h10. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The probable cause of the cable unit failure is due to the user's handling such as excessive force being applied because there is no abnormality at the time of shipment from DHR, and a communication error (e222 / 224) occurred due to poor communication. The instructions for use (IFU) states: · do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. · never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. · never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. · do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. · never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. · never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Event description:
The customer reported three events: the customer initially reported the camera head (serial (B)(6) used with the camera control unit (serial (B)(6) had an e244 communication error and has been reported with patient identifier (B)(6). The customer also reported another camera head (B)(6) used with the same camera control unit (serial (B)(6) also had an e244 communication error and has been reported with patient identifier (B)(6). The customer reported a third event involving a camera head (serial unknown) used with a camera control unit (serial unknown) also had an e244 communication error and will be reported with (B)(6). This report is for event 2 of 3 for (B)(6) where the device malfunctioned during a procedure. There was no patient harm or injury. It is unknown if the camera was inspected prior to the procedure. After the procedure, the camera was tested with the same camera control unit (serial (B)(6). However the issue was unable to be reproduced. The camera was put aside and not returned to use.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer and olympus representative.

Manufacturer narrative:
The investigation is in progress. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus, there was a device e224 communication error during a procedure which was reported with patient identifier (B)(6). After the procedure, the customer performed troubleshooting with the device and no issue was found. However, a few days later, the device e224 error occurred in another procedure while using a different tower. It is unknown if there was patient harm or injury.